Event description:
The patient indicated that for the past several days his blood glucose has been elevated as high as 25 mmol/l (450 mg/dl): the patient's normal blood glucose is 3.8-9.5 mmol/l (68-171 mg/dl). The patient also tested positive for ketones and had symptoms of nausea and denies any new diet, exercise or medication. The patient changed his infusion site 4 times in the past 3 days and appropriately rotates the site. The patient denied any leaking or air bubbles issues and the insulin is within expiration date. The patient delivered an air bolus and confirmed no leaking and confirmed seeing drops of insulin at the end of the tubing. The patient stated that the pump settings were correct and the total daily dosages matched the bolus/basal history in the pump. The animas rep noted that there were no defects found with the pump during troubleshooting. There was no indication of a pump malfunction; however, this complaint is being reported because the patient allegedly developed elevated blood glucose levels with ketones. The patient was advised to consult with his health care professional regarding elevated blood glucose.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.